Manufacturer narrative:
According to the currently available information, damage to the active electrode as it might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Device malfunction. A trauma was denied but could be possible. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
Device malfunction. The patient is bilaterally implanted. The patient's mother denied any trauma or illnesses but mentioned that the patient had a sustained a bump to the head around 2 years ago. Reportedly the patient is boisterous. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. A trauma was denied but could be possible.